Event description:
It was reported that the procedure was to treat a mildly tortuous distal right coronary artery. A 3x12mm xience alpine was advanced to the lesion and at the time of stent deployment, the shaft membrane at the distal of the delivery system became torn (still remaining on the delivery system in one piece) while the stent deployed well without issue. The stent-balloon was deflated and the delivery system was simply withdrawn. Standard post dilatation was performed with an nc balloon and completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported split, cut or torn material could not be determined. Potential factors that may contribute to split, cut or torn material include, but are not limited to, interaction with accessory devices, mishandling during manufacturing, during receiving/storage at the account, and/or during removal from packaging, preparation of the device and/or protective sheath/stylet removal. It is possible the device interacted with accessory devices, causing the reported split, cut or torn material; however, this cannot be confirmed as the device was not returned. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.d10, h3 - device status changed from returning to not returned.